Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during a biopsy procedure when removing the probe to insert the site marker it was difficult to remove. The probe and introducer had to be removed together and a site marker was not able to be placed. Once removed it was noted the probe had been bent. The patient experienced pain during removal, but no medical or surgical intervention was required.